Manufacturer narrative:
(B)(4). The assignable cause of the reported issue was determined to be use error. On (B)(6) 2011 the facility pharmacy experienced a mixing of total parenteral nutrition (tpn) with an incorrect dose of magnesium that was administered to a neonate. The facility pharmacist confirmed that this was in fact a use error by 2 individuals. The individual mixing the tpn and the 2nd individual supposed to double check that accuracy of the ingredients.

Manufacturer narrative:
(B)(4). The facility pharmacist indicated the error was possibly avoidable with additional help from the software: reportedly when copying an order for the following day, with the same units of product, the units default to the original units in the software template regardless if it is for an adult or infant. He would like to speak with baxter individuals as part of some recommendations he may have. This product is 510k exempt. The baxter engineers are evaluating the logix programming. Upon completion of the review or if additional information becomes available, a follow up report will be submitted.

Event description:
On (B)(6) 2011, a customer reported the facility pharmacy experienced a mixing of total parenteral nutrition (tpn) with an incorrect dose of magnesium that was administered to a neonate. The infant did not experience any negative signs or symptoms. The physician was notified; however no interventions were required. A magnesium level was drawn (results unknown). The magnesium dose for the tpn was entered incorrectly by the pharmacist into the automix. The tpn order was "copied" and then magnesium sulfate was added (because that was the only change from the previous order).the correct magnesium "dose" was entered. The correct unit "meq" was entered (that is the only selection possible in the system) the problem was the "per units" column defaults to "per bag" in the logix system. The tpn program was double checked by a 2nd individual per protocol. Reportedly, the following day another pharmacist was making rounds and noted the incorrect dose of the magnesium. Magnesium was continued to be used in the tpn. The facility has documented this as a medication error on their internal documents and training was provided to the individuals involved.